Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that the pump was alarming when she got out of the pool. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/29/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: pump returned with visible moisture in the display lens. Pump fails in-house leak test due to crack between upper right corner of the display lens and the case seal. Removed the pump cover; internal moisture confirmed in the pump. Pump was exercised for 24 hours on a 1u/hr basal rate; alarms were duplicated during this time period. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.